Manufacturer narrative:
The device was reported as being in use at the time of the event on a patient. The customer substituted the ventilator with a standby ventilator. There was no patient or user harm reported. The customer reported that this device had been in storage for a few months and needed assistance as the device was logging 5000 codes. The device was evaluated by the customer with assistance from a philips remote service engineer (rse) and it was determined that the power supply needed to be replaced to address the 7000 codes. However further troubleshooting was required for the 5000 error codes. The customer observed that when the top enclosure was on there was a faulty inhalation pressure reading of 140 cmh2o and the exhalation reading was 0 cmh2o. When the customer removed the top enclosure the 5000 codes passed testing. The rse advised the customer that the issue may have been that the exhalation tube from the sensor board to the 3 station solenoid was kinked by the top enclosure. The rse instructed the customer to carefully reposition the top enclosure try to not kink the pressure tubes. Re-run the 5000 code testing. The customer performed a complete device performance verification testing and passed testing and was operating within specifications. The troubleshooting actions and bio-med's replacement of the power supply resolved the reported issue and brought the device back to functionality. The customers alleged malfunction was confirmed and it was determined that the root cause was a faulty power supply and maintenance issues.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 08dec2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device had a safety valve open alarm. The device was reported as being in use at the time of the event on a patient. The initial reporter confirmed that there was no adverse patient impact.